Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft was implanted during the endovascular treatment of a ruptured aaa. There were no issues noted with the implant during the index procedure and no infold was noted. It was reported that a follow-up CT taken 4 days post the index procedure showed an unknown endoleak. Infolding of the bifurcate (only a few millimeters below the proximal edge) was observed and there was lots of contrast in the aneurysm sac.  The physician planned to coil and cover liia and extend the lcia limb graft into the leia. Etlw1624c93ee (B)(6) did not look like it had opened properly. The physician used a reliant balloon to balloon the infold and proximal edge of the bifurcate graft fabric. Each time the physician could see the graft unfold but as soon as the balloon was deflated it popped back to infolded position. The stent graft was ballooned 3-4 times. The physician placed an endo anchor on the infold. On the right side it did not appear successful and the physician decided that they did not want to make the infold worse by putting more endo anchors in the area and pinning it in. The physician placed 3 more endo anchors on the other side of graft to space them evenly. The endo anchors were implanted to treat the infold although the origin of the endoleak was unknown. On angio before and after this secondary intervention no contrast was observed in the sac. A follow-up call with the physician reported that a post-op CT showed the endoleak to be the same. The origin of the endoleak is unconfirmed. Several angiogram runs during the procedure were performed. Per the physician the cause of the endoleak and infolding are undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary: the reported infolding and endoleak were confirmed on the films provided; however, the subtype of endoleak and cause of the events could not be conclusively determined. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy. A type ia endoleak seems unlikely, as despite the observed infolding, no contrast leakage was seen proximally. There was no oversizing or angulation based on the post-op CT that could have been attributed to the infolding. Although there appeared to be inadequate left distal seal on cts from 4 days after the index procedure, a type ib endoleak can be ruled out as the endoleak did not resolve after extension of the left distal limb into the left external iliac artery . The endoleak appears most likely to be a type ii endoleak from patent collateral vessels. Analysis of the returned films did not reveal any out-of-specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.